Manufacturer narrative:
Initial and final MDR 1879805 - device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in switzerland. The patient encountered three infusion set cannulas were kinked within 3 hours of insertion on (B)(6) 2024. The patient's blood glucose at time issue noticed was 15mmol/l. The insertion site of the infusion site was at abdomen. The patient regularly rotated the site location. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.